Manufacturer narrative:
Philips service replaced the tube and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a tube replacement was required due to a mechanical break on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.